Manufacturer narrative:
A supplemental report is being submitted for a correction to section b2, outcome attributed to adverse event. Life threatening was selected as an additional outcome. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Information received from the site indicated that the patient presented with low flows due to hypertension and persistent arrhythmias, which were treated with a medication adjusted. It was reported that suction was suspected due to inflow positioning and the patient experienced to transient ischemic attack (tia) symptoms of numbness in one arm and both legs; a computerized tomography (CT) was unable to confirm tia. The pump was repositioned and the estimated flows improved. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or inappropriate positioning of the pump. Per the instructions for use, cardiac arrhythmias, hypertension, and transient ischemic attack are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows associated with the patient's hypertension and persistent arrhythmias and their medication was adjusted. The vad exhibited intermittent suction due to suspected inflow positioning but this could not be confirmed until patient improved hemodynamically. The patient presented with transient ischemic attack (tia) symptoms of numbness in one arm and both legs and was taken to the operating room (or) for a potential vad exchange. Computerized tomography (CT) did not confirm tia. No vad malfunctions were found and the vad was repositioned. The vad flows improved and the patient was sent to the intensive care unit (ICU) for recovery. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5 to update for patient condition and h6 for additional device code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the hypertension and arrhythmias were due to patient condition.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Information received from the site indicated that the patient presented with low flows due to hypertension and persistent arrhythmia, which were treated by adjusting medication. It was reported that suction was suspected due to inflow positioning and the patient experienced to transient ischemic attack (tia) symptoms of numbness in one arm and both legs; a computerized tomography (CT) was unable to confirm tia. The pump was repositioned and the estimated flows improved. Later, it was reported that the hypertension and arrhythmia were due to patient condition. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow and suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or inappropriate positioning of the pump. Per the instructions for use, cardiac arrhythmia, hypertension, and transient ischemic attack are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar clinical adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.